Event description:
During index procedure, the physician used four in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa to popliteal of the right leg. During a revascularization procedure approximately 9 months later a pacific plus pta balloon catheter and an admiral xtreme pta balloon catheter were also used to treat the right sfa to popliteal. Approximately 24 months post index procedure patient presented with worsening pad and 85 % stenosis in the right sfa /popliteal. Event was indicated as related to the treated lesion. Lesion was treated approximately 2 months later with a non-medtronic drug eluting balloon. Patient recovered.

Manufacturer narrative:
The cec has adjudicated the pad <(>&<)> stenosis event as related to the study device. Previously reported patient date of birth year valid only.

Manufacturer narrative:
Evaluation conclusions: inherent risk of procedure ¿ (restenosis of the dilated artery). (B)(4).